Event description:
The primary tubing set and an unspecified extension set were being used to administer an unspecified maintenance solution through a peripheral IV cannula. At an unspecified time, the nurse noted that the primary tubing had separated from the option-lok and that the option-lok remained attached to the female luer of the extension set. An unspecified amount of blood had backed up in the extension set and was "noticed before it leaked out." The tubing set was replaced and the infusion was resumed. There were no reported adverse patient effects. No medical interventions were required.